Event description:
It was reported that the patient was due in her healthcare provider's office the day after the report because she was "bruising for no reason". The reporter indicated that the patient wanted her device out because it was causing 'too many problems and didn't work.' If additional information becomes available a follow-up report will be sent.

Event description:
A couple weeks later it was reported there was not stimulation sensation. It was noted there was a surgical revision mentioned for an unknown reason but it was suggested it was due to 'device issues.' It was noted the patient was unable to recharge the battery. Follow up reported the health care professional (hcp) was planning to replace the stimulator. It was noted that 'from it sounds, everything was working fine except the stimulator was bothering the patient.' It was noted the hcp would be disconnecting the patient's extensions and running a new set of extension to a new pocket and stimulator on the other side. Patient was scheduled for surgery on (B)(6) 2013. It was later reported there was a possible infection in the pocket. The stimulator and extensions were replaced and placed on the other side. Patient symptoms included redness, swelling and pain at the pocket site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3998, lot# la3176, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was an infection at the implanted site of the patient's implantable neurostimulator (ins). It was also reported the ins site became infected with (B)(6). It was stated the patient had symptoms at the pocket site and a 'lack of recharge,' but the symptoms were written illegibly. The patient's ins and extension were explanted from the patient's left buttock and a new ins and extension lead were implanted in the patient's right buttock. It was noted the patient's infection site was also cleaned the same day as the explant. The patient's outcome was reported as no injury and recovered without sequelae.